Manufacturer narrative:
(B)(4). The device was not returned for evaluation. Imaging films were requested, however, the hospital refused to provide x-ray films due to hospital policy. A review of the device history records did not reveal any applicable nonconformances to product specifications.

Event description:
It was reported that the patient underwent posterior fixation with instrumentation from t3 to l2. The patient complained of pain post-op. It was suspected that the pain was due to the large size of the crosslink located at l1/2. The patient underwent revision surgery approximately on and half years after implant.